Event description:
The procedure being performed at the time of the event was an upper gi with esophageal laser therapy. The laser fiber was checked prior to procedure in standard fashion i.e. Halo checked with good clear halo noted and fiber tested at 43 during both tests (for both fibers the machine was set at pulse power of 40 and pulse duration of 0.5) the first fiber was placed down endoscope in standard fashion by physician and delivered 8 pulses with approximately 3600 watts of accumulated energy when a white flash was noted through fiber cannula when physician depressed the foot lever. The fiber was withdrawn from the endoscope and noted to have no tip at the end of the fiber. While a second fiber was being tested and prepared, the physician attempted to find the tip, but due to blood from the procedure and debris, no tip was found. The second fiber was used in the same manner as described for the first one and delivered 11 pulses with approximately 2400 watts of accumulated energy when a white flash of light through the fiber was again experienced and noted with the same result as the first fiber. A brief exam with the endoscope was performed by the physician with no tip obtained and the procedure then stopped.the facility's biomed department was called the same day and checked the laser the following day with no abnormalities being identified and found to be in normal working function. Patient was returned to room without suffering any adverse consequences from the above described malfunctiondevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem, telemetry failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.